Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the clip becoming caught in anatomy appears to be related to user technique/procedural conditions. The image resolution poor is related to procedural circumstances as imaging was reported to be extremely challenging due to the probe (imaging equipment) overheating. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip entrapment, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thin and restricted posterior leaflets. Additionally, imaging was extremely challenging due to the fact that the toe probe overheated multiple times to beyond 40 degrees celsius. The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve without issue to further reduce mr. However, when the clip was retracted back to grasp the mitral leaflets, the clip became stuck on the mitral valve apparatus. Troubleshooting was performed, but failed. Therefore, the clip had to be deployed. Despite the clip unable to be freed, the clip was able to be deployed on both leaflets. The mr increased to 4 and a third clip was deployed to further reduce mr. Three clips were implanted, reducing mr to 3-4. There was no clinically significant delay in the procedure. No additional information was provided.